Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5287055, device manufacture date: 2016-01-08. Medical device lot #: 5301458, device manufacture date: 2016-01-26. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd hypoint¿ hypodermic needle the "health worker found one threadlike foreign matter inside of the needle shield when he removed the lid label. He also found one fiber on the hub." There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: no sample was returned to bd for investigation, but a photo was received showing the reported defect. One shiny, loose, thread-like fm and one fiber-like fm was observed in the photo received. A review of the device history record revealed no irregularities during the manufacture of the reported lots. Investigation conclusion: there is no returned sample for ftir analysis to understand the fm source. The size of the fm could not be determine. Hence, root cause cannot be established.